Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit failed the ventilator leak test and that they found a pinhole on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was pressure tested and visually inspected for damage. Results: visual inspection of the complaint circuit revealed that there was a small hole in the evaqua expiratory limb, about 43cm from the elbow connector. The hole appeared to have been made by a blunt object. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine how the expiratory limb came to be damaged but it had likely occurred post production. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).